Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No failed battery test alarm and no excessive no delivery alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 464 mg/dl. The customer stated that the insulin pump had no delivery with no infusion set. The customer also stated that the insulin pump received battery failed alarm and battery out limit. Troubleshooting was performed for battery failed test. The customer also stated that the insulin pump did not respond to allow rewind. The insulin pump will be returned for analysis.